Event description:
During a coronary drug eluting stenting treatment procedure, stent damage occurred. The taxus express2 2.75 x 12 mm drug eluting stent "snapped on the backside." The procedure was completed with another taxus stent. No pt complications occurred. Pt status is satisfactory.